Event description:
It was reported via social media that the patients spinal cord stimulation (scs) device was not providing pain relief despite reprogramming attempt. The patient underwent an explant procedure. No further information could be obtained.